Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery and the displacement test. No excessive no delivery alarm noted during testing. The insulin pump passed self-test, a21 test and all operating current measurement were normal. The insulin pump was received with cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was unknown. The customer was advised and explained the recurring no delivery may be due to site, set or reservoir issue. The patient has tried different cannula lengths. The patient's insulin is not expired or denatured. The patients does rotate site and avoids scar tissue. Customer stated the tubing is not bent. Customer stated they have tried all remedies. Customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan.